Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the device logs; however, the device was put through extensive testing including on/off current testing, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.